Manufacturer narrative:
The technician replaced the right foot side rail d pin and bushing to resolve the issue.

Event description:
The technician alleged the right foot side rail will not lock in the raised position. No pt impact.